Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. In addition, per report malposition of the valve in a too ventricular position may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 9 months post implantation of a 29 mm sapien 3 valve, severe paravalvular leak (pvl) was noted on echo. A decision was made to place a 2nd 29 mm valve. The valve was deployed in good position. The patient was stable. As reported, over a period of time (6 weeks) the patient was experiencing worsening heart failure. An echo was performed over this time period and revealed mild, then moderate, then severe pvl. In addition, heart block was noted and the patient received a permanent pacemaker (ppm). The echo noted two jets of pvl. Per report, as per echo (tte) the valve didn¿t appear to migrate; however, undetermined but the initial deployment of the valve appeared to be a little low. Possibly initially the valve was placed too low.